Manufacturer narrative:
Corrected data: h6 (investigation findings codes ¿135¿ and ¿4210¿ and investigation conclusions code ¿4307¿ have been determined to be incorrect codes listed on the previous follow-up report following reinvestigation) and h11 (the correct manufacturer narrative listed below, in reference to the previous follow-up report, has been provided following reinvestigation) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the blackout image disturbance could not be identified. However, it¿s likely the cause is related to a defective printed circuit board, or dust/other foreign matter possibly entering the internal connectors, etc. The suggested event is detectable by handling the device in accordance with the following instructions for use: chapter 3 inspection before use: 3.3 connecting the endoscope. Warning: the scope connector part, including the electrical contacts, must be sufficiently dry before connecting to the product. In addition, make sure that the electrical contacts are free of foreign matter (chemical residue, water stains, sebum stains, dust, gauze splinters, etc.) Before connecting them. Use of the product with wet or foreign matter on the electrical contacts may result in malfunction or failure of the equipment. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using a different device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that blackout image disturbance and endoscope failure (e238) occurred due to a damaged device output controller. The cause of the damage was corrosion and internal damage due to the presence of water containing chemicals inside the output connector, as only the inside of the output connector of the device was corroded. Possible causes of corrosion only at the site may include moisture adhered to the interior when the scope was used in a poorly dried state due to the occurrence of corrosion. The event can be detected/prevented by following the instructions for use which state: chapter 3 pre-use inspection 3.3 endoscope connection. Warning. The scope connector shall be connected to the product in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it. Using the device with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the evis x1 video system center had communication errors e238 and multiple image noises when turning on and having the gastrointestinal videoscope plugged in. The issue was found during preparation for use. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The following non-reportable malfunctions were found during the device evaluation: there was an e238 error for endoscope failure, dust was found inside the unit, and error e386 was observed for light guide detection failure and the original blackout image was distorted was not reproduced (but the e239 was). The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.